Event description:
Reportedly, during the f/u performed on (B)(6) 2013, an error message stating "unable to open pt files" was displayed to the user upon trying to open the pt files recorded on the programmer. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.